Event description:
It was reported that during a meniscal repair using three (3) fast fix 360 devices, the t2 implant deployed prematurely after the deploy of the t1 implant. The three times, the t1 implants were removed from the patient with tweezers. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported. The patient current status is good.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. Device 1 was returned with no suture or implants returned, the distal end of the device is bent at an acute angle about 1/3 of the way back from the tip, the actuator bar is stuck protruding from the needle. Device 2 was returned in the pret1 setting with no suture or implants returned. Device 3 was returned in the pret1 setting with the suture and implants in the channel. There is debris on the device, the implants and suture material. A functional evaluation was performed on the returned device and found device 1 the device is unable to cycle as designed. Device 2 the device cycles as designed. Device 3 the device is unable to cycle as designed, the slide is jammed with debris. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended actuation of the device. No containment or corrective actions are recommended at this time.